Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
The customer replaced a fuse. No conclusion can be drawn as further repair info is unavailable and no add'l service info was provided.